Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that there was a volume discrepancy where the amount aspirated was ~6ml less than expected. The rep stated that this was the first time they have had a significant discrepancy and the patient was not having any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.